Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: e1 (initial reporter) and e3. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they confirmed the unit had a helium leak. The tests failed and the helium reservoir 0997-00-0565 was replaced to resolve the issue. Device passed the performance and safety checks according to factory specifications. The following investigation was performed by the technician of the maquet failure analysis and testing dept. Fat wayne, nj. The failure analysis and testing dept. Received part number 0997-00-0565 with a reported unit failure of the unit leaking helium. The fat performed a visual inspection and found the part to have a broken fitting in the cvi port. See attachment. Unable to install and test. Possible cause is a service issue when the part was removed from the device. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Av.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) was leaking. There was no patient involvement.